Event description:
The customer reported that they were reviewing arrhythmias when they accidentally clicked on the side of the screen after which the central nurse's station (cns) application closed. No harm or injury occurred. The issue was resolved when the customer swapped the drives. Nk ts instructed the customer to double click on the cns application on the windows desktop and this action brought back the application as intended.

Manufacturer narrative:
The customer reported that they were reviewing arrhythmias when they accidentally clicked on the side of the screen after which the central nurse's station (cns) application closed. No harm or injury occurred. The issue was resolved when the customer swapped the drives. Nk ts instructed the customer to double click on the cns application on the windows desktop and this action brought back the application as intended. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported they were reviewing arrhythmias when they accidentally clicked on the side of the screen after which the central nurse's station (cns) application closed. The issue was resolved when the customer swapped the hard disk drives. Nk ts instructed the customer to double click on the cns application icon on the windows desktop and this action brought the application back up. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported they were reviewing arrhythmias when they accidentally clicked on the side of the screen after which the central nurse's station (cns) application closed. The issue was resolved when the customer swapped the hard disk drives. Nk ts instructed the customer to double click on the cns application icon on the windows desktop and this action brought the application back up. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. A serial number review of the reported device revealed subsequent complaint reporting of issues with the cns application. In ticket (B)(4), the device was returned for evaluation and repair. The evaluation observed the reported issue of cns not booting to the cns application. The hard drives were replaced, and the issue was resolved. The cns application issues experienced with this device are likely linked to defective or failing hard drives. Hardware failure could come as a result of physical damage, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. Corruption of the hard drive(s) can lead to failures in operation. The most common causes for software corruption are ungraceful exits due to use error or power loss. Improper system shutoff is likely to corrupt files and software while performing operations. Sudden power loss is also often a result of group policy pushes to the machine. There is no evidence of corruption related to the design or manufacturing of the device.